Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) and via an implantable pump for spinal pain indications for use. It was reported that they had magnetic resonance imaging (MRI) today and everything went well, but they were hearing the critical alarm going on the pump. The patient stated that they tried to deliver a bolus and gave the lockout screen and saw code 100 (motor stall) on the handset. The patient also mentioned that they just had a refill. The agent reviewed motor stall was detected message. The patient was redirected to their healthcare provider to further address post MRI check.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the motor stall occurred on 2025-10-02. The patient had magnetic resonance imaging (MRI) scheduled at 5:35pm and they took the patient back around 5:45. The patient's pump went off shortly after, when the MRI began. The stall recovered on 2025-10-02. The patient tried to give themselves a bolus at 7pm, 8pm, 9pm and 10pm with an error message, indicating that the motor stalled. The patient was getting worried, but by 11pm, it came on as usual. ***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.